Event description:
Received information stating that the battery on the customer's pump depletes quickly. The customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.